Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The camera connection was loose. It was still functional, but not ideal. Since the system is no longer manufactured, and not all parts are available for repair, the hospital is considering an upgrade to a newer navigation system.

Event description:
A medtronic representative reported that the camera was not tracking the instruments properly. The surgeon chose to discontinue navigation due to camera not tracking. The surgery was completed without the use of the navigation system. There was no reported impact to the outcome of the patient.